Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Ra lead damage was suspected but not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.